Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 503452 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial and right ventricular leads had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.